Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. X- ray imaging was performed and no anomalies were noted. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.